Event description:
It was reported in a service report that the controls were not working properly. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.